Event description:
When using the stapler, requested a 21eea plus anvil. The anvil in the package was the wrong size. The doctor used a larger stapler to correct the problem and continued with the case. Somehow the anvil from a 25eea was in the package with the 21eea stapler.====================== manufacturer response for united states surgical, dst series, eea21.======================they took pictures and reported it to their qa department.